Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 350cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis on (B)(6) 2021. The explanted breast prosthesis was discarded after surgery.